Manufacturer narrative:
The following was entered into our customer relationship mgmt database and provided to local rep for follow up inspection: I received a call from rep (dept of health). She told me that an incident occurred at facility earlier this week. When wanted to know if a chuck pad could be used on our slings. I told her we never talk about using anything in our slings. We also do not state that a chuck pad shouldn't be used. Rep told me that they were doing a transfer from a bed to a chair. One aid was doing the transfer at the time of the incident. The aid grabbed the sling while the person was raised in the air. As they pulled the sling the resident fell out. Pt told me the person fell out the back of the sling. I asked rep who I could contact at facility and she told me to call reporter. I called reporter, and she said that she will e-mail me an incident report once it is complete. She did tell me that this incident involved incorrect transfer by staff and that our product was not the cause. Mf the report indicated that the lift involved in the transfer was mfg in 1996. A predecessor co was the MFR of the lift. The sling that was used was not identified. Neither appears to be the cause of the accident as neither failed. Based on statements made by the facility, the improper transfer technique combined with incontinence pads appear to be the cause of the accident.